Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat fibroid uterus, menorrhagia, pelvic pain and stress urinary incontinence. It was reported that the patient had the concurrent procedures of vaginal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions, and cystoscopy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.